Event description:
It was reported that the patient's right atrial lead exhibited no capture during a threshold check. Increased impedance soon after implant was also noted. Lead repositioning was discussed. No intervention reported. The patient was stable and will be monitored.